Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 110-over voltage cleared no energy) was confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 110 (over voltage cleared no energy).  The cause for the failure was isolated to a shorted c10 capacitor and an open l1 component on the computer/analog pca. Additionally, the pcb under the c10 capacity was found to be burned. The root cause for the shorted c10 capacitor, open l1 component, and the pcb burn could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 110 (over voltage cleared no energy).